Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 350 mg/dl. A manual injection was delivered to address elevated bg levels. Reportedly, customer had reverted to manual injections.